Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the taxus express2 stent embolized. While unpacking the taxus express2 stent, it was noted that the portion of the balloon outside the stent edges was not quite as smooth as normal. The calcified stenosis in the proximal right intraventricular artery was pre-dilated. When the taxus express2 stent was advanced through another manufacturer's guide catheter, slight friction was noted. The stent/delivery system was advanced to the lesion, however, the physician was unable to cross it. The taxus express2 stent was withdrawn and the lesion was again dilated. A second attempt to cross the lesion with the taxus express2 stent was also unsuccessful. Upon retrieval of the system, the stent separated from the balloon and was later found in the profunda femoralis. Another guide catheter was inserted and another manufacturer's stent was successfully implanted. No attempt was made to retrieve the stent and the patient is reported to be doing well.